Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found full breached outer insulation degradation was found distal to connector boot. Actions have been taken to prevent reoccurrence.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correction: sections .